Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing. The technical support specialist (tss) dialed into the server, restarted the external inbound processor service and net services, followed the knowledge article "messages stuck - skipping dequeue - scheduled task - observer tool" and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server patient orders was not crossed over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.